Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son reported via phone call, the customer was hospitalized twice in a week for high blood glucose. Customer was hospitalized with high blood glucose of 600 mg/dl on (B)(6) 2017. Customer's current blood glucose was 132 mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain, and difficulty breathing. Customer treated with syringe then was admitted into the hospital. Customer's son did not know any significant events that may have led to the hospitalization. Troubleshooting was performed. Drive support cap appears to be normal. Air bubbles were noted in the reservoir however no leaks were noted. Customer removed the cannula and it was found bent. The high pressure test was performed and it failed the first time but it passed the second one. In reviewing the alarms on the insulin pump, customer's son stated the insulin pump had alarmed no delivery on (B)(6) 2017. Due to no delivery being a passed event troubleshooting for the alarm was not performed. Customer's son was advised the insulin pump is working as designed. The insulin pump is not returning for analysis.